Event description:
It was reported that prior to use the user could not get ECG or pressure signals from the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse replaced the front end board as a precautionary measure (in case of an intermittent issue). The fse checked with trainer as well as with simulator and customer patient cable and lead wires. The fse then performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that prior to use the user could not get ECG or pressure signals from the cardiosave intra-aortic balloon pump (iabp). There was no patient involvement and no adverse event was reported.